Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient underwent embolization treatment a small unruptured saccular left posterior communicating artery aneurysm, measuring 5mmx24mm. The vessel was normal tortuous. It was reported that the physician attempted to detach the coil two times with first instant detacher and two times with second instant detacher but did not detach. The physician attempted to detach the coil using manual method five times but still coil did not detach. There was no patient symptoms or complications associated with this event. No images available for review. The patient¿s blood flow was normal. No patient injury was reported. Reported device and any accessory devices were prepared as indicated in the IFU.